Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted (B)(6) 2024; dtpb2qq crt-d, implanted (B)(6) 2024.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an inappropriate shock during in office testing due to noise. The right ventricular (rv) lead exhibited high undefined defibrillation impedance on both the superior vena cava (svc) coil and the rv coil. Noise was also present while testing in tip to coil configuration. During the explant procedure it was noted that the tip to rv coil pacing impedance was also high undefined. It was expected that the low voltage portion of the lead had a fracture. The rv lead was fully explanted and replaced. No patient complications have been reported as a result of this event.